Event description:
It was reported the patient previously had issues with the catheter shearing off into the intrathecal space. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Results: catheter.